Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by not latching closed. The field service engineer adjusted the latch in the matrix drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that it had a drawer failure. The customer reported able to get medications from another station and there was a delay in dispensing medications. There were no adverse events or injuries reported based on this incident.